Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, our technician confirmed that the light guide cable coating damage, the lcb (light carrying bundle) broken, the insertion flexible tube buckled, the angle wire play, the mechanical base plate corroded, the root brace rubber (lg control body) cut, the remote control buttons cut, the angulation left angulation zero degrees, the angulation right angulation decrease, the left pulley wire snapped/cut, and the u/d knob white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).